Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that he has suddenly been leaking more and filling his diapers for about a week. Caller wants to know if there are any changes he can make because he doesn¿t feel stim anymore. Patient services reviewed information and caller states that his healthcare professional (hcp) took away his external equipment and has nothing that he can make changes with. Caller also reports no falls/trauma. Caller was advised to contact their hcp. No further complications were reported or are anticipated.